Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 2 (two) ploybags of pen needle 32 g 4 mm pro were found to smudged and illegible printing. The following information was provided by the initial reporter: "this is a report about ink smudges on polybags. Ink became smudged on the back of polybags with illegible information on contraindications and precautions. Text on 2 polybags returned was completely smudged and illegible."

Manufacturer narrative:
H.6. Investigation: one 32g x 4mm pen needle carton containing five sealed polybags were returned along with six photos from lot. No. 9338810, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a printing defect was observed on two polybags. No issues were observed with the remaining three polybags. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was supplier related and will be investigated under (B)(4).

Event description:
It was reported that a 2 (two) ploybags of pen needle 32g 4mm pro were found to smudged and illegible printing. The following information was provided by the initial reporter: "this is a report about ink smudges on polybags. Ink became smudged on the back of polybags with illegible information on contraindications and precautions. Text on 2 polybags returned was completely smudged and illegible.".